Event description:
It was reported that as the surgeon was inserting a self drilling screw into the cheek bone during an unknown surgery. During insertion the surgeon felt resistance but kept insertion and the screw broke. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). An evaluation showed that the measurable dimensions of the broken screw were checked and found in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificate and the manufacturing paper showed no deviations regarding material analysis, strength and structural ability. The values were in compliance with ao/asif specification and with the international standard (iso 5832-2). The investigation of the complained screw shows no irregularities.